Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient presented emergently approximately 3 years post index procedure with abdominal pain. A CT was completed showing a possible type iiib endoleak of the main body. The physician performed a re-intervention where an afx bifurcated stent graft was implanted, however the endoleak persisted. Another CT was taken and confirmed that the endoleak was actually a type ii. The physician decided to re-intervene again and coiled the patent arteries, successfully resolving the endoleak. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the aneurysm enlargement was determined to be anatomy related due to the patent lumbar and inferior mesenteric arteries causing a type ii endoleak. The final patient disposition was reported to be doing well following the secondary procedures and there have been no additional patient sequelae reported. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. Codes: (B)(4).